Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified the device not working was the "battery was replaced at a no charge needed battery. I am not satisfied with results tingling up back legs to back seems unnecessary and parts of my back pain are not touched." Patient reported they needed a new battery and were not satisfied with results by battery was not "benefited example in my right hip" doctor denied this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they are having a lot of difficulty with their vision since their implant. Patient said they have had their prescription changed 3 times and think it might be from the spinal cord stimulator. Patient asked if there were any complaints about the device interfering with vision and scoliosis. Agent reviewed labeling. The patient was redirected to their healthcare provider to further address the issue. Patient asked to be transferred to ph and agent transferred. While on the call, patient revisited previously noted events. Agent redirected inquiries to scs. Patient also stated that their spinal stimulator has stopped working. No further action taken by pats, documented reported event. Additional information was received, it was reported the patient clarified the device stopped working as they needed a new battery. A new battery was installed on (B)(6) 2024. The issue was resolved.